Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Unit received with corroded motor home switch, minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed with a critical pump error. The insulin pump was not bumped or dropped. The customer was swimming but did not see any moisture damage. The battery was removed but the insulin pump still had the critical error. The customer's blood sugar is unknown. The insulin pump will return.